Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Correction/additional information: the sample became unavailable. This complaint for the system error 2240 (air in line) occurred during initial drain was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The hp explained she saw nothing unusual at the time of the error. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. Gts explained the system error indicated a large amount of air had entered into the disposable set. Gts then had the patient cycle power and advised that therapy had ended. Gts advised the patient to start over with new supplies. Product surveillance contacted the patient who explained she saw nothing unusual at the time of the error. The patient held onto the cassette, but did not have the lot information. The patient stated they were able to continue therapy without any problems after starting over with new supplies. No injury or medical intervention was reported.